Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, information not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that fiber on lens and was not inserted. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Corrected data/additional information: through follow-up it was confirmed that there was no patient contact with the lens or the reported fiber. Therefore, this complaint no longer meets the reporting criteria for a reportable malfunction. No further information will be provided under manufacturing report number 2648035-2020-00013. Section d10: device available for evaluation ¿ yes, returned to manufacturer on 1/28/2020 section h3: device returned to manufacturer ¿ yes. Device evaluation: there was a lens inside a lens case. The lens was observed under microscope and it was observed cover with appear to be viscoelastic residues. Fiber were not observed in the optic zone. A fiber was observed in one of the haptics. The complaint was verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that one other complaint has been received for this production order number. Investigation was reviewed and is not related to this complaint since is related to iol torn. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.